Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with the insulin pump's settings. Customer also stated that he had a blood glucose level of 35 mg/dl on the morning of the call. Blood glucose level at the time of the incident was 53 mg/dl, which was treated with soda. Blood glucose level near the time of the call was 231 mg/dl. Customer was assisted with correcting the device's programming. The insulin pump was not replaced or returned for analysis.